Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment- the printed circuit board was out of specification (pacing continuation). Analysis also found that the encoder flex was out of mechanical specification.

Event description:
It was reported that the capacitors were bad. The time from low battery to shutdown was too short. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.